Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin leaked from the cartridge after 100 units were filled into the cartridge. Reportedly, the remaining 380 units were "pulled" into the cartridge. The customer's blood glucose (bg) level was 311 mg/dl. The customer did not correct bg level as the customer did not have insulin to fill a new cartridge or insulin for a manual injection. Reportedly, the customer may have gone to the emergency room. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.